Event description:
During a routine CABG case, the vrvii was being used without any complications. At the end of the case, the perfusionist noticed a blood leak between the hood + body of the vrv. The leak did not occur during cardioplegia delivery. Leaking was minimal.